Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited high capture threshold which led to failure to capture. The current status of ra lead was unknown. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with all tines were intact and undamaged. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Correction g3: the awareness date of the previous report should have been 29 jul 2025, rather than 09 jul 2025.